Event description:
It was reported that patients spinal cord stimulator was no longer helping after multiple reprogramming attempts. The patient underwent an explant procedure where all device were removed and patient was doing well post operatively. The explanted device was thrown away and will not be return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6) , batch: (B)(6).